Event description:
(B)(4). Ever since my surgery to implant essure, I have suffered ongoing pelvic and abdominal pain, back pain, non-stop vaginal bleeding, daily headaches, increase in migraines and extreme fatigue. In addition, I have extreme abdominal bloating and weight gain (of 15 lbs since implantation). Beginning on approximately (B)(6) 2014, I started having numbness and tingling sensations in my hands. This was immediately followed by joint pain in my fingers and my right knee. My physician has been informed of these events and I have been seen several times over the course of the last three months (since I had essure implanted). My physician claims to not know what is causing my symptoms even though I've expressed to her that I believe (based on my own research) that essure has caused my symptoms. My physician has, however, agreed to remove the essure coils based on the fact that I have continued pain and bleeding.